Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board and performed a filament calibration.

Event description:
Customer reported the system stopped fluoroing during a case. No patient injury was reported.